Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotripsy (pnl) procedure. During the procedure, it was found that there was a tiny hole in the balloon part, so it does not expand. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of pinhole.